Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 10.0-12.0cm and 14.5-16.5cm from the lead tip. The silicone insulation was abraded and the rv conductor was visible. Internal insulation abrasion was found at 44.5-46.0cm from the lead tip. The etfe coating was intact at all abrasion locations.